Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, organ perforation and pain. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for the organ perforation does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava and organ perforation, device fracture. Patient notes and further alleges experiencing "pain in hip/leg sometimes". Per (B)(6) 2008 ivc (inferior vena cava) filter placement: "the patient had what appeared to be a clot in the right common femoral vein, appeared to have patent left common femoral vein. The ivc was patient with patent bilateral renal veins and the ivc filter was placed in good position".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Per a CT (computed tomography) of the abdomen without contrast dated (B)(6) 2017: "ivc filter with several struts penetrating the walls of the ivc and passing into the surrounding tissues, abdominal aorta and a right paraspinal osteophytes". Patient outcome: it is alleged that [pt] was injured without further explanation.